Manufacturer narrative:
Device evaluated by manufacturer: the product pouch was not opened indicating the device was not used. The manufactured seal was intact. The caution tag (red flag), that is placed between the metal cannula and trocar during packaging to prevent the trocar from progressing too far into the catheter when packaged, was not in place and had slipped out of position inside the pouch. The lengths of the metal trocar, metal cannula and catheter were measured and found to be within specification. The dislocation of the caution tag inside the sealed pouch caused the trocar to progress too far inside the catheter and punctured the pouch piercing through the pigtail, tearing the mylar (clear/transparent) side of the pouch near the seal breaching the sterile barrier. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous nephrolithotomy treatment procedure a hole was found in the device packaging. A flexima apdl reg 10f/25cm drainage catheter was pulled and the device was sticking out of the package. Another of the same device was pulled and used to continue the procedure. The patient status is listed as fine with no complications reported.

Event description:
It was reported that during preparation for a percutaneous nephrolithotomy treatment procedure a hole was found in the device packaging. A flexima apdl reg 10f/25cm drainage catheter was pulled and the device was sticking out of the package. Another of the same device was pulled and used to continue the procedure. The patient status is listed as fine with no complications reported.

Manufacturer narrative:
(B)(4)